Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During revision, the patient sustained an oblique proximal tibia fracture, while the surgeon was implanting the final tibial component. The surgeon cabled the fracture and completed the surgery. No depuy components were removed.

Manufacturer narrative:
No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found one additional related report against the provided product code/lot code combination. A device history record review was performed to verify all steps were completed and signed for. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No non-conformances were associated. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.